Event description:
It was reported that the catheter was placed over the wire and positioned without issue. When the clinician attempted to remove the spring wire guide, it felt "very tight" and would not move. Again, the clinician attempted to pull the wire from the catheter and the wire unraveled. As a result, the wire and catheter were removed as one. The wire was intact but stuck in the catheter. A new kit was opened and placed successfully for the pt. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.